Event description:
Clinical narrative us. An impella 5.5 was inserted via the surgically placed axillary artery graft to support the 66 year old male patient admitted in with indication of acute myocardial infarction and cardiogenic shock. The patient was admitted in scai stage e shock and with a known history of coronary artery disease and renal insufficiency. Other medical history was not shared. On the day after insertion the team observed unusual morphology of placement signals with intermittent low placement signal alarms as well as impella position, unknown alarm. To troubleshoot and assess they performed echo imaging and observed the pump to be towards the muscle and mitral valve. The team repositioned the pump. Of note the team had used a jr4 catheter for placement in the cardiac catheterization lab. The placement signal pressures remained consistently lower than bedside monitor blood pressure despite the pump repositioning. Patient had two arterial lines for blood pressure as well as a blood pressure cuff that were all consistently similar and about 30 to 40 points higher than patients pressures on the placement signals. Device performance remained within the expected range for the selected support level, with reported flow at 4.6 l/min on p-7 on the day of the alarms. The pump was not explanted for these alarms. The team kept the pump support ongoing for 13 days til wean and explant. The patient survived the events.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added. D6b explant date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced placement signal alarms and positioning alarms. An echocardiogram was performed to reposition the pump. The placement signal alarm continued. No patient harm was reported.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data log reviewed. Placement signal issue: based on this pattern, the console is thought to be the potential cause of the placement signal issue. Additional investigation opened against the console MFR pending.

Event description:
Clinical narrative (updated 2026-6-8). The pump remained on for a total of 12 days til wean and explant occurred. During the support there was a concern of a possible gastrointestinal bleed, though there was no impella caused bleeding. There was no heparin running for the pump and anticoagulation. The patient survived. Prior clinical narrative us; an impella 5.5 was inserted via the surgically placed axillary artery graft to support the 66 year old male patient admitted in with indication of acute myocardial infarction and cardiogenic shock. The patient was admitted in scai stage e shock and with a known history of coronary artery disease and renal insufficiency. Other medical history was not shared. On the day after insertion the team observed unusual morphology of placement signals with intermittent low placement signal alarms as well as impella position, unknown alarm. To troubleshoot and assess they performed echo imaging and observed the pump to be towards the muscle and mitral valve. The team repositioned the pump. Of note the team had used a jr4 catheter for placement in the cardiac catheterization lab. The placement signal pressures remained consistently lower than bedside monitor blood pressure despite the pump repositioning. Patient had two arterial lines for blood pressure as well as a blood pressure cuff that were all consistently similar and about 30 to 40 points higher than patients pressures on the placement signals. Device performance remained within the expected range for the selected support level, with reported flow at 4.6 l/min on p-7 on the day of the alarms. The pump was not explanted for these alarms. The team kept the pump support ongoing for 13 days til wean and explant. The patient survived the events.

Manufacturer narrative:
Updated information: b5 clinical narrative updated.